Manufacturer narrative:
Info received from mw (B)(4). The femoral, tibial, and articulating surface are compatible. The patella is damaged too severely to identify. Cement completely covers underside of the tibial and the superior portion of the femoral component. Patella is missing its pegs, and has cement on its surface. The articular surface exhibits wear on superior and inferior surfaces, and in the dovetail locking mechanism, most likely caused during removal. The sterilization process for these devices were validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The specified mfg lots were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified devices caused or contributed to any pt infection. There are no operative notes or pt demographics available to study the implantation technique or pt history. Without add'l info, the exact cause cannot be conclusively determined. Device history records indicate the identified components were mfg and inspected to spec. Dimensional analysis found measurements within spec. No mfg abnormalities could be detected.

Event description:
It was reported that pt was revised for tibial loosening and potential infection.